Manufacturer narrative:
Additional information: no conclusion code available. As received, a partial lead was returned in one piece. External abrasion breaching all the lumens was found at proximal region of the lead consistent with friction to the device can and the lead was found to be twisted in this location. The ethylene-tetraflouroethylene cable coating of both right ventricular (rv) cables was found to be abraded. One rv cable was partially melted and the polytetraflouroethylene liner of the inner coil was found breached in this location. The abrasion of rv cable coating and exposure of the inner coil in this location likely caused the noise reported in the field. Electrical testing did not find any indication of conductor fracture. Other damages found are consistent with those occurring at explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
During a follow-up, noise was noted on the right ventricular lead. One episode of noise resulted in therapy being delivered to the patient. The lead was explanted and the patient was stable.